Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine check-up, the device could not be interrogated as noted by an error message from the programmer. The patient claimed no presence of electromagnetic interference. Troubleshooting attempts with multiple telemetry tests and using a wireless antenna were unsuccessful. When patient presented for the device replacement, re-interrogation was possible. Electromagnetic interference was likely the reason why the device could not be interrogated at the last visit. The patient condition is stable during the event and afterwards. The patient will be monitored with routine follow-up.